Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient required to be manually ventilated with a resuscitation bag and the patient's blood oxygen saturation level decreased. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower assembly were replaced to address the issue.